Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. B3: event year only reported: 2022. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the anemia experience by the patient and the resulting blood transfusion due to any bleeding the patient experienced that could have been caused by the ethicon device? Please confirm there were no device issues that caused or contributed to either of the issues the patient experienced. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure a clinical trial (B)(4) patient experienced abdominal pain and anemia. The abdominal pain required drug therapy. The anemia required a blood transfusion. Both events were not related to the study device. The abdominal pain has a causal relationship with the study procedure. The anemia has a probable relationship with the study procedure.

Manufacturer narrative:
(B)(4). Date sent: 7/14/2023. Additional information was requested and the following was obtained: was the anemia experience by the patient and the resulting blood transfusion due to any bleeding the patient experienced that could have been caused by the ethicon device? The patient was already slightly anemic before the surgery. It could be cause by the procedure but not by the device. Please confirm there were no device issues that caused or contributed to either of the issues the patient experienced. I confirm: nothing is mentioned in the operative report about that. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.